Event description:
The customer reported to beckman coulter (bec) that their coulter lh500 instrument generated low platelet (plt) results without instrument generated flags for one anemic patient compared to the manual estimate. Total of three (3) samples were drawn and run over three (3) consecutive days. On each day, the lh500 analyzer gave lower plt results, compared to the manual plt count. Patient results are provided in section b6 of this report. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment attributed to this event. This MDR is to report patient results obtained on (B)(6) 2013. Total of 3 mdrs are being submitted for this event: 1061932-2013-01066, 1061932-2013-01067, 1061932-2013-01068.

Manufacturer narrative:
The specific sample was collected in a 3ml plastic edta tube and stored at room temperature for less than 60 minutes. Quality controls (qc) were run before and after this event and all qc results were within specification. The raw data and histograms were reviewed by beckman, and no indication of any system failure was found. The cause for the difference between the manual estimate and the instrument reported results cannot be revealed from the available information. Field service was not dispatched for this issue. Failure mode is unknown based on information provided. Raw data has been collected, pending analysis. Per labeling: beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.